Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis (fa). Fa was not able to reproduce or confirm the customer reported complaint. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. Logs were reviewed and no error codes for engagement were found during the time of this procedure. Additional observations not reported by the site were observed. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had an engagement issue. The procedure was completed with no reported injury.